Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information was received indicating that this was a chronic high threshold that the physician opted to put in a new lead during the device changeout. Moreover, it was known that the patient with this rv lead had a multiple heart issues for a long time. This rv lead was abandoned surgically. No additional adverse patient effects were reported.